Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111821- the dentist reported that 9 months after two dental implants were installed in intraoral regions# 19 and 28, it was verified their non-osseointegration . Sixty ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii.